Event description:
It was reported that there was capture difficulty with an angioguard following pta in the right cca with 75% stenosis. The physician used a cordis 5mm angioguard and precise stent to treat the patient. When the physician withdrew the filter basket, it could not be fully withdrawn back into the capture sheath.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that there was capture difficulty with an angioguard following stent deployment in the right common carotid artery with a 75% stenosis. When the physician withdrew the filter basket, it could not be fully withdrawn back into the capture sheath. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Analysis of the returned device did not confirm the event. One non sterile angioguard rx was received in a plastic bag. No visual evidence of damage was observed on the coil or in the filter basket. The capture sheath was received for analysis, dried blood residues were observed in the capture sheath. The filter basket was observed under microscope and no evidence of damage was found. Functional analysis was performed with a capture sheath lab sample; the sheath marker meets the proximal basket marker and the basket markers closed together. (B)(4). The complaint reported by the customer as: 'capture system- capture difficulty' was not confirmed due to the functional test was performed without any complications with a capture sheath lab sample. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported; however, it is possible that the dried blood residues found inside the capture sheath have influenced to the capture difficulty. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.